Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af284 with lot number 02548 were returned and analyzed. The returned data files corresponded to test injections. The files showed 50005, "the safety system detected fluid in the catheter and stopped the injection" on the day of the event. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 3 inches proximal to the catheter tip. The flat braided wires broke and protruded from the guide wire lumen. During inspection of the shaft segment, a shaft breach was observed 3 inches from the catheter tip. The braided wires broke and protruded from the guide wire lumen. This may be caused by the protruded flat braided wire from the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, two balloon catheters tested out of specification per the manufacturers investigation.